Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a catheter saline leak occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 1.50 mm rotabaltor rotalink plus was selected for use. During preparation, a draw test was performed and a saline leak was observed at the drive shaft sheath of the advancer. All connections were checked multiple times and even after replacing the nitrogen cylinder, the leak persisted. No patient complications were reported.

Event description:
It was reported that a catheter saline leak occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 1.50 mm rotabaltor rotalink plus was selected for use. During preparation, a draw test was performed and a saline leak was observed at the drive shaft sheath of the advancer. All connections were checked multiple times and even after replacing the nitrogen cylinder, the leak persisted. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the complaint device was not returned for evaluation. However, an analysis was concluded based on the received video of the complaint device. A video was attached to the complaint record showing the device leaking fluid from the distal end of the burr housing strain relief, confirming the reported event.